Event description:
The patient reported that the down arrow and audio bolus buttons are difficult to press and require multiple presses to respond. The patient reportedly wore the pump on the outside of clothing and did not clean the pump.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the down arrow and bolus buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. The bolus button was found to be torn. A torn bolus button will allow contamination to permeate the button contact which will negatively impact button function.